Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 19jul2024.

Event description:
Healthcare professional reported left side implant rupture diagnosed by ultrasound. The device has been explanted and replaced with a new implant.

Event description:
Healthcare professional reported left side implant rupture diagnosed by ultrasound. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture diagnosed by ultrasound. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Device evaluation : the device related to the reported events rupture was received on june 27, 2024. With lot number 3119176. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) as per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.